Event description:
During an ercp procedure to remove stones in the common bite duct, the physician used a wilson-cook memory soft wire basket in conjunction with a lithotripsy device. The basket drive wires fractured at the lithotripsy handle during lithotripsy. The basket wires were threaded onto the lithotriptor, tension was applied to the lithotriptor and while the doctor was tightening the wires the basket wires broke. The basket wires were retrieved from the endoscope but the common bile duct stone remained in the patient. No injury to the patient was reported. The patient was discharge after the procedure.